Event description:
This pt had been having severe lumbosacral pain which had not responded to the usual conservative therapy in their local area. The pt had not had any relief with other modalities and wanted to go ahead for surgery. While drilling down into the pedicle the drill stop failed. CT scan showed the screws in perfect position, but demonstrated a significant retroperitoneal hematoma on the left side. The pt stabilized after a blood transfusion. Pt has some weakness in their quadriceps on the left which may be attributed to some compression by the hematoma on the femoral nerve. Dr. Believes the weakness will be transient.